Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's right eye in a secondary procedure because the halo and glare was not tolerable. The lens was replaced with a monofocal lens. It was stated that the original implanted lens was cut to be removed. The second lens surgery was successful and there was no patient injury.